Event description:
It was reported that the patient experienced dizziness with non-sustained ventricular tachycardia episode. It was also reported that the right ventricular lead was oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. The defib conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The inner insulation was melted. The outer insulation was melted, had a white substance, and had cosmetic depression. There was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head). Visual analysis noted the lead had apparent explant damage.